Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as itchy under the garments. The patient has a known polyester allergy. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed otc benadryl for the rash. Outcome of the irritation is unknown.